Manufacturer narrative:
Product ID 8731sc lot# serial# (B)(4), implanted: 2009 (B)(6); product type catheter product ID 8 590-1 lot# n164186, implanted: 2009 (B)(6); product type accessory. (B)(4).

Event description:
It was reported a volume discrepancy occurred. The expected residual volume was 2 ml¿s and the actual volume was 7 ml¿s. The cause of the discrepancy was unknown. It was noted, the health care professional was concerned about the volume discrepancy and the yellowish color of medication withdrawn. It was noted there were no patient symptoms or injuries related to the event and the pump medication was refilled. The device system was used to deliver baclofen.